Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2025. Corrected information: b1, h1 - upon review, this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: additional info has been submitted by the sales rep to further explain the issues about the product labeling, especially for prolene and ethibond multipak. Attached you will find a video from the sales rep explaining the issue. For vicryl the number of sutures are labeled on the foil and the paper relay, but for ethiobind and prolene there is no information on the foil package that multiple needles are in the package. I included also a translation of the transcript to better understand the video. In addition, the customer provided their sop about "counting the products" after surgery just for references. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported in may 2025 an incorrect pictogram/image of the needles is printed on the paper carrier. No patient involved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: 1. Could you please clarify if the returned device belongs to this complaint? No. 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. It comes out that the other products excepts eh7813e belong to an addition complaint thus a new one created. (B)(4). 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a. (B)(4) refers exclusively to the code prolene eh7813e.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 6/16/2025. Corrected information: b1, h1 - upon review of the complaint, it was determined that this event continues to meet malfunction reporting criteria. Therefore 2210968-2025-06862 remains reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture combination inside the folder packet was received for analysis. The product code eh7813 is double armed. Upon initial inspection of the returned sample, inconsistencies were noted between the actual curvature of the needle and image printed on the packaging. As per further analysis it was confirmed the presence of an incorrect graphic associated with product code eh7813. Additionally, the rmc needle designated for lot number 105cuu has been verified as correct (rmc tf0608094ncs, needle sales type fs-6, ½ circle, taper point needle). Based on the information currently available, wrong print content or quality issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 video investigation summary: this is an analysis for a photo and video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user with some observations regarding the packages, and a photograph with a single barrier folder labeled as eh7813 opened. The labels and the products are displayed according to sales standards. Based on the photo and video review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Mismatch information: expected eh7813e; eh7713lg; eh7393h but received multiple samples of different product codes (see the list below); products received under awb# 882221264995; from germany. Please confirm if all samples received belongs to this complaint. Eh7713l; lot# 103q41 eh7393; lot# 101m2l w9567; lot# ubmaas z333; lot# sbmaxk puu5662s; lot# sdmlcx puu5662s; lot# pk6525. 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex. Multiple additional devices have been received; however, clarification is requested whether the product belongs to this complaint.